Event description:
It was reported that this implantable pacemaker delivered inappropriate anti-tachycardia pacing (atp) and electric shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) suggested reprogramming options. Physician was discussing af ablation. Device remains in service. No additional adverse patient effects were reported.